Manufacturer narrative:
No button error alarm noted. The unit had an intermittent button response due to moisture damage on keypad traces. The unit was received with cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window, scratched reservoir tube window, and stained endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not performed. The device was returned for analysis.